Manufacturer narrative:
This device used for treatment and not diagnosis. The DHR was reviewed and no issues were found during manufacture that would contribute to this complaint condition.

Event description:
Patient was involved in a motor vehicle accident on (B)(6) 2013. On (B)(6) 2013 patient was implanted with a large x-fix for distal tibia fracture. On (B)(6) 2013, patient was implanted with locking compression plate and screw construct for humerus fracture. It was reported that before the second surgery, as tech attempted to remove the x-fix multi pin clamp for a wound vacuum, the spring and bolt inside the multi clamp popped out. Surgeon left the original clamp and schanz screws, and re-secured construct with a new carbon rod. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records for this lot has been requested.